Event description:
Customer reported defective maintenance IV set that was currently infusing into pt. This was noticed upon site-to-source IV safety check. Rn noted leakage to blue connection area immediately above "stretchy" tubing that get installed into IV pump channel. Drip chamber also noted to be brown in color. Customer states that no further patient/event info is available.

Manufacturer narrative:
(B)(4). The customer's complaint of a leak was confirmed. Leaking was observed at the engagement between the nitro tubing and the upper fitment. The root cause of the leak was identified as a manufacturing issue due to insufficient solvent. The discoloration observed on the drip chamber is due to gamma sterilization process.